Event description:
A surgeon reported a memory lens (u940a) implanted in the right eye of a pt in 2000 with no complications has since opacified. Visual acuity reported as 20/80, od at 6/05 visit. Explant was attempted in 2005. Due to scarred down haptics, the iol exchange was unsuccessful. The iol was not removed and pt has been referred to another surgeon for eval, which has been scheduled in september. Request has been made for add'l info, however, no further info is available at this time of this report.